Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system single port there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8130930; the lot number was built / package on nfa line 2 from 14may2018 thru19may2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed qn 200750630 (missing secondary septum), qn 200749663 (burnt grip), qn 200750492 (parameter settings oos) were initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Fg qn 200750660 (missing secondary septum) was also initiated. Received one used nexiva 22ga unit in an opened package from catalog number 383512, lot number 8130930. The unit consist of the winged adapter/extension tubing. Visual/microscopic examination: observed traces of bodily fluids/meds in the catheter tubing. The wedge, primary septum and the grey canister were installed properly. There were no holes, kinks, splits, or wrinkles observed in any of the catheter tubing or the extension tubing. The extension tubing was adhering to the port adapter. Water/air leak test: attached the iso standard testing slip luer to the end of the catheter/adapter no leakage was observed in any area of the nexiva unit. The review of the photos revealed the catheter/adapter to be intact and without visible damage. Indeterminate: the defect leakage was not confirmed. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system single port there was an issue with leakage. There was no report of injury or medical intervention.